Event description:
Coil was getting caught in microcatheter before deployment. Manufacturer response for neuro coil, microvention inc (per site reporter). Account rep requested to pick up the defective device and provide a no charge replacement.